Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited delayed low battery alert and showed disconnected on remote monitoring but still sent scheduled and patient initiated transmissions. No intervention was performed. Patient was stable.